Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis. The heartmate ii system controller (B)(4) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 8 days ((B)(6) 2017, (B)(6) 2000, (B)(6) 2017, (B)(6) 2018, (B)(6) 2019,(B)(6) 2019, (B)(6) 2021, (B)(6) 2022 per timestamp). The controller appears to have been a backup controller and was not connected to the driveline between (B)(6) 2017 ¿ (B)(6) 2021, (B)(6) 2000. The driveline was connected to the system controller on (B)(6) 2022. Yellow wrench and replace system controller alarms that were coincident with backup battery test circuit faults were active on (B)(6) 2022 from 16:57:52 ¿ 17:16:07. These alarms did not affect pump function. There were no other notable alarms active in the log file. If the controller is returned this investigation will be reopened and the device will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (B)(4) was manufactured in accordance with manufacturing and qa specifications and shipped on 31mar2017. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery, replace system controller, and backup battery fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with multiple "red broken heart" alarms and intermittent interruptions in communication with the pbu (power base unit). Log file review showed 14 pump stops and 1 low speed advisory. The patient continued to have pump stops while connected to the power module. This behavior has commonly been linked to issues with the percutaneous lead and these issues appeared to be occurring on the power module. The internal portion of the driveline looked to be fine from an x-ray, but further imaging revealed that a complete replacement of the external portion of the driveline should be completed. On (B)(6) 2022 it was reported that the patient experienced a short to shield and an external driveline repair was done on (B)(6) 2022 around 11:30 am. Upon visual inspection during the repair there were multiple areas of electrical tape coverage and significant twisting of the driveline. The driveline was opened up approximately 4" from the exit site. The silastic, bionate, and shielding layers were removed. The yellow, black, and red wires were spliced, and the patient was swapped to a new driveline. Once connected, the patient's controller entered backup mode which indicated a short within the controller. The controller was then changed over to the patient's backup controller. The green, brown, and orange wires were spliced. The area was closed per procedure, and the patient was provided with care instructions. After the repair the patient was placed on a grounded cable. While on the grounded cable, the patient experienced alarms again which indicated a need for a controller change. The patient was switched to batteries and then switched to an ungrounded cable. The alarms persisted. A second controller exchange was done and the patient was on an ungrounded cable with no alarms. Log file analysis indicated that the pump was connected to this controller for a few hours when the pump stop event occurred. Following the pump stop, a controller replacement alarm was seen as the controller appeared to have switched to the backup cpu (central processing unit). Further review of the log files showed this appeared to be a phase to phase short, not a short to shield. The patient ultimately underwent a heart transplant on (B)(6) 2022. Pump related MFR #: 2916596-2022-15127. First controller related MFR #: 2916596-2022-15293.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis. The heartmate ii system controller (B)(6) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 8 days ((B)(6) 2017, (B)(6) 2001, (B)(6) 2017, (B)(6) 2018, (B)(6) 2019, (B)(6) 2019, (B)(6) 2021, (B)(6) 2022 per timestamp). The controller appears to have been a backup controller and was not connected to the driveline between (B)(6) 2017 ¿ (B)(6) 2021, (B)(6) 2001. The driveline was connected to the system controller on (B)(6) 2022. Yellow wrench and replace system controller alarms that were active due to backup battery test circuit faults occurred on (B)(6) 2022 from 16:57:52 ¿ 17:16:07. These alarms did not affect pump function. There were no other notable alarms active in the log file. If the controller is returned this investigation will be reopened and the device will be evaluated accordingly. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications and shipped on 31mar2017. Heartmate ii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery, replace system controller, and backup battery fault alarms. Heartmate ii instructions for use (rev. C) section 2 entitled ¿how your heart pump works¿ instructs the user how to properly switch the system controller from run mode to sleep mode. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.